Manufacturer narrative:
1020379-2018-00062 is associated with argus case (B)(4), corega tabs. Corega tabs is marketed in the us as polident denture cleaning tablets.

Event description:
Accidental drug intake [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a (B)(6)-year-old female patient who received denture cleanser (corega tabs) tablet for product used for unknown indication. On an unknown date, the patient started corega tabs. On an unknown date, an unknown time after starting corega tabs, the patient experienced accidental device ingestion (serious criteria gsk medically significant). The action taken with corega tabs was unknown. On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to corega tabs. Additional details; the reporter reported that his mother had presumably eaten corega tabs.